Event description:
An alarm issue was reported with the adc device. The low glucose alarms did not sound and customer was not alerted of changes in glucose level while sleeping. As a result, the customer experienced a loss of consciousness and seizure. Customer was unable to self treat and received treatment of glucagon injection by her husband as a reading of 35 mg/dl was obtained on an unspecified blood glucose meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low glucose alarms did not sound and customer was not alerted of changes in glucose level while sleeping. As a result, the customer experienced a loss of consciousness and seizure. Customer was unable to self treat and received treatment of glucagon injection by her husband as a reading of 35 mg/dl was obtained on an unspecified blood glucose meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh0608yu90 has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Reader megb321-j1744 has also been returned and investigated. Visual inspection was performed on the returned reader; no issues were observed. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with reader and linearity testing was performed, all results were within specification. Both high and low glucose alarms were successfully activated. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.